Event description:
Subsequent to previously filed report, additional information was received: it was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via an 11f sheath prior to an ablation procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.b6: relevant tests/laboratory data e1: phone h6: medical device problem code - 2017 removed.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device using the pre-close technique via an 11f sheath prior to an ablation procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. The sutures of two new proglide devices were successfully pre-placed. The ablation was completed. Hemostasis was achieved with the pre-placed proglide sutures. Reportedly, no angiogram of the access site was performed prior to proglide use. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.